Event description:
It was reported that the deep brain stimulation (dbs) patient developed an infection at the right burr hole site and underwent an explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.